Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons were unresponsive. The patient noted a tear by the up arrow keypad button and alleged that the response issues had occurred before the damage. The patient confirmed evidence of moisture in the pump. The patient reportedly wore the pump on a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/07/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was torn over the up arrow. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that all of the buttons responded appropriately. There was evidence of contamination found under all of the contact buttons. A leak test revealed a keypad leak and a battery compartment leak. There was no defect found.